Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician the reported complaint of the thermogard console did not display an airtrap warning or error message when the airtrap was removed during run mode was confirmed during functional testing. Root cause was the rj45 connector of the airtrap block was not completely seated on the processor board. Upon visual inspection no physical damage was observed. A review of the event log was performed and no issues were observed. After reseating the rj45 connector of the airtrap block to the processor board, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During system installation, the thermogard console (sn (B)(4)) did not display an airtrap warning or error message when the airtrap was removed during run mode. No patient involvement.